Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is deceased due to chronic obstructive pulmonary disease, diabetes and implantable pulse generator (ipg) issues.